Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump was received with pump error 25 alarm due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.